Manufacturer narrative:
This MDR has been submitted because retraction, not expected by the user, occurred during a galaxy-assisted biopsy procedure. The investigation reviewed manufacturing records, the returned bronchoscope, and system log files from the case. Analysis determined the observed retraction was caused by a registered disconnection signal at the scope mounting interface. No patient harm was reported. This MDR was submitted proactively because recurrence of this malfunction could potentially result in serious injury.

Event description:
During a galaxy-assisted bronchoscopy procedure, a false positive scope disconnection caused the arm to retract unexpectedly while the scope was physically attached to the system. No patient harm was reported during the case. The procedure was subsequently continued using a different scope. Patient demographics are not available.